Event description:
It was reported that implantation of an impella 5.5 was aborted due to the patient's anatomy. The pump was aborted and patient survived.

Manufacturer narrative:
A4 is unknown. The impella passed all post sterile inspection checks. No product was returned. The cause of the delivery issue was determined to be patient condition as the patient had calcification at the bifurcation of the right subclavian artery preventing successful delivery of impella.